Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, discomfort and difficulty walking. There has been no reported revision procedure to date. A review of the invoice history confirmed the initial surgery date. It further suggests patient underwent an initial total hip arthroplasty on (B)(6) 2009 for the other hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.